Event description:
Customer reported that he was hospitalized. Blood glucose at the time of the hospitalization was 149 mg/dl and went down to 55 mg/dl. Customer stated he had experienced high and low blood glucose. Customer stated that he needed to set up his basal rates to 30 percent according to the doctor. Customer was unsure if the basal rates were set up correctly. Customer was instructed to go back to the emergency room to be assisted with checking the correct values. Current blood glucose was 275 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.